Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "bleeding from site post deployment. Angiogram revealed obstructive blood flow to distal femoral artery and possible collagen inside the vessel. Treated with 8x40 medtronic evercross peripheral balloon -8x39 gore viabahn vbx covered stent." Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain lower access in the left common femoral artery. Measured depth for the manta was 6+1=7. Systolic blood pressure was 150mmhg act was 400+. 11k heparin and 100mg of protamine were administered. Time to hemostasis was 15-20 minutes. Manual pressure was applied for 10 minutes before a covered stent was inserted. There was no reported lasting harm or consequence to the patient post the procedure."

Event description:
It was reported that: "bleeding from site post deployment. Angiogram revealed obstructive blood flow to distal femoral artery and possible collagen inside the vessel. Treated with 8x40 medtronic evercross peripheral balloon -8x39 gore viabahn vbx covered stent". Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain lower access in the left common femoral artery. Measured depth for the manta was 6+1=7. Systolic blood pressure was 150mmhg act was 400+. 11k heparin and 100mg of protamine were administered. Time to hemostasis was 15-20 minutes. Manual pressure was applied for 10 minutes before a covered stent was inserted. There was no reported lasting harm or consequence to the patient post the procedure."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation the device lot history record review for lot number: 73c2400113 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. After multiple attempts, a lower-positioned access was gained utilizing micropuncture with ultrasound for guidance. A low-positioned access may impede the collagen plug capability due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. The left common femoral arteriotomy (cfa) was clear of calcification with severe tortuosity in the iliacs, and a deployment depth measurement of 6.0cm + 1cm. According to the angiograms submitted, the access position was low and at the bifurcation. The manta instructions for use (IFU) post warnings not to use manta if there is marked tortuosity of the femoral or iliac artery and not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath during the case. Post-tavr, activated clotting time (act) was 400+ (out of range high). Heparin and protamin were administered and an 18f manta was deployed to the measured depth. A high act (above 250) is an indication of bleeding issues and activated clotting time (act) should be below 250 seconds before closure per IFU procedure requirements. Following closure, bleeding was visible at the access site. A post-deployment angiogram revealed a partially obstructed distal flow and possible collagen within the vessel. Manual pressure was applied for ten minutes, balloon inflation was applied to tamponade, and a viabahn-covered stent was placed. Hemostasis was achieved within fifteen to twenty minutes. The patient did not experience any harm or health consequences due to this event. The root cause of the delivery of the implant not being effective in creating hemostasis requiring endovascular intervention (covered stent) likely is contributed to user error due to the manta device being deployed intravascular, lower access positioned at the bifurcation, and poor patient selection.